Event description:
Attempting to use defibrillator on pt airway in full arrest. Monitor/defibrillator did not discharge - read default on screen. Pt had been defibrillated in ambulance, (so defibrillator set at 200 joules on arrival). Another defibrillator used; worked properly. Unit sent to biomed and sent to MFR for repair.